Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed, and it almost broke the endoscope. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: videos of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped within the ligator cap.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed, and it almost broke the endoscope. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: videos of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped within the ligator cap.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached to it and two of the bands overlapped. The ligator housing teeth were found bent. Additionally, the handle was returned with the trip wire detached. Per media analysis on the provided video, it showed the bands would not deploy, and the bands overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had seven bands attached to it, and two of them overlapped, the ligator housing teeth were bent, and the returned handle had the trip wire detached. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Additionally, the handle returned with the trip wire detached, which could have been due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause of this complaint is adverse event related to procedure.